Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and triggered an alert several times over the past year for low impedance values. The lead is also known to be fractured. The lead remains in use. It was also reported that the patient received inappropriate therapy due to the device oversensing electromagnetic interference/noise. The device was scheduled to be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.